Event description:
Reportedly, this device was explanted after approximately 84 months due to regurgitation. The patient was also reported to be symptomatic.

Manufacturer narrative:
Device not returned.